Event description:
It was reported that during deployment of the y-knot flex 1.3mm all-suture anchor in a hip arthroscopy with labral repair procedure, one of the tines of the inserter snapped off and was left in the pilot hole, presumably under the implanted anchor. It was further reported that the anchor was correctly deployed, properly seated and fixation achieved. The surgeon therefore elected to leave the tiny broken fragment and the suture anchor in place. Even though a two (2) minute delay was noted, the labral repair was successfully achieved, with no further complications or patient injury. It was also noted that it was the surgeon's first use of this device. The y-knot flex inserter was disposed of at the user facility.

Manufacturer narrative:
As reported, the y-knot flex anchor inserter was disposed of at the user facility, and is therefore not expected for evaluation. Without the actual device, an evaluation could not be performed. However, an evaluation of similar complaints from this device family revealed a possible cause of this type of failure is inserting the driver too far into the pilot hole. This can occur if excessive force is applied during malleting. Based on this finding, it is believed that the most likely cause of the inserter tip breakage is user related. This lot was manufactured on july 24th 2013 in a lot of (B)(4) units. A review of the device history record showed there was one ncr noted during the manufacturing process; however, it was not related to this failure. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the device's risk document, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Device disposed of at user facility.